Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG through the paddles lead even though they had defibrillation electrodes connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker also observed that the device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. The cause of the reported and observed issues could not be determined.

Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG through the paddles lead even though they had defibrillation electrodes connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.